Event description:
The customer reported that the ventilator alarmed due to an oxygen valve stuck closed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event and the unit passed applicable testing. Review of the ventilator's log history indicated an oxygen valve stuck closed occurrence a month prior to reporting the event to the manufacturer. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician replaced the oxygen valve as a precaution to address the reported problem. Performance verification testing was completed and passed to operating specifications.